Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "signal loss" was reported. It was determined that the signal loss was related to the mobile application. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
Subsequent to the initial MDR, a additional information was provided.

Manufacturer narrative:
(B)(4).